Manufacturer narrative:
Two unused sets were received for analysis. The reported issue was not confirmed. No similar complaints have been received for this lot number. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Manufacturer narrative:
The device has not been returned to solventum for analysis; therefore, solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description and photos provided, the reported issue is likely a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.

Event description:
The user facility reported after thirty minutes of use, 3m¿ ranger¿ blood/fluid warming high flow set leaked on the seam of the heat exchanger while administering blood. No injuries or medical interventions were reported due to the alleged malfunction.